Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information was received that surgical intervention occurred during which the ipg was explanted and replaced. Post-operatively, therapy was restored.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that charger was not able to locate the ipg, the patient does not have therapy, and the patient did not maintain the ipg as recommended. Follow-up revealed that replacement charging system also cannot recharge the ipg. Surgical intervention may take place to address the issue.